Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a cracked screen that was unresponsive, preventing use of the device. The user reverted to backup insulin therapy and later reported a hyperglycemic episode with a blood glucose value of 240 mg/dl. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.